Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4.2 failed. The wires were exposed and there was a smoky smell coming from the system. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 03mar2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of exposed wires and smoky odor at the station was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: observed station drawers 4.1 and 4.2 not detected on bus, no lights on any part of the drawers, and severe damage to retractor band. Further inspection revealed a missing slide bumper and burn markings on the retractor band cable. The drawers were replaced and are now functioning properly. The bottom drawer retainer brackets were observed to be migrated. The bottom retractor band cable assembly was observed to be damaged. Thermal damage was observed on the bottom retractor band cable and pyxibus module controller. Multimeter testing noted shorted components only on the pyxibus module controller, top drawer controller boards, and bottom retractor band cable. No further testing was deemed necessary with these parts, as it may damage lab device components. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 failed. The wires were exposed and there was a smoky smell coming from the system. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the retractor band cable and pyxibus module controller. There were no adverse events or injuries reported based on this event.